Manufacturer narrative:
Review of service record and error codes confirms ventilator inoperable condition. Covidien customer support engineer (cse) evaluated the device. The cse replaced the pressure solenoid printed circuit board (pcb) and the pressure transducer. The replaced components have been sent to MFR for failure investigation. The serial number was provided and the service history record for this device was reviewed for similar complaint modes. No relevant complaint modes were found in the device service history record. Complaint trends will continue to be monitored. Covidien ref: (B)(4).

Event description:
Covidien received info from the customer that a nurse at a user facility checked the ventilator during use on a pt. The ventilator display suddenly shut down and the ventilation stopped. The pt was then manually ventilated and switched to another ventilator. The pt died after the event. The time from the event to pt death was asked but unk. The physician caring for the pt attributed the death to the pt's terminal condition and primary disease. The pt was reported as terminally ill with (acute respiratory distress syndrome) ards. The exact age of the pt was reported to covidien as "unk, but old." The device was returned for evaluation.